Manufacturer narrative:
A1 initial reporter address 1: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was partially detached and twisted, and the guidewire exit port and tip were in good condition. Impedance testing showed an electrical open at the proximal end of the catheter; 130-140 cm from the distal housing. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter.

Event description:
Reportable based on device analysis completed on 19aug2024. It was reported that tip damage and visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the tip of the device was worn and damaged, so it could not show an image. The procedure was completed with another of same device. There was no patient complications reported. However, device analysis revealed that the imaging window was twisted.